Manufacturer narrative:
The serial number was not given by the customer, therefore no manufacture date is possible. The warmtouch 5200 pt warmer has been discontinued and replaced with a new design, the 5300a. Covidien reference number: (B)(4).

Event description:
The customer reported that they blew a circuit and the device shorted out in the middle of the case. No pt harm reported.